Event description:
[Redacted date] - patient underwent hysteroscopy, dilation and curettage, endometrial ablation. Surgeon requested the aveta coral disposable hysteroscope for the procedure. After connecting the device and immediately prior to priming, display screen went black. System reset, device reinitialized, but without success in restoring function. A second disposable hysteroscope was obtained as replacement and worked without issue. Device was saved for review, stored in a red bag with patient label, and secured by materials staff in storage. Device number, lot number, and expiration date noted.